Manufacturer narrative:
B5 describe event or problem: updated with additional information received aware date was used as event date as the actual event date is not known.

Event description:
Reported via patient call center it was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient stated that the closure device has tipped on its side and per the physician it is misplaced. The patient was placed on eliquis. It was further reported that the closure device is sideways with a shoulder slightly proximal to the ostium.

Manufacturer narrative:
Aware date was used as event date as the actual event date is not known.

Event description:
Reported via patient call center. It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The patient stated that the closure device has tipped on its side and per the physician it is misplaced. The patient was placed on eliquis.